Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect main printed circuit board where the reported failure was duplicated and isolated to a failed transducer. This is considered a known issue and is being addressed through an internal investigation. In the event additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit has a defective transducer and the unit is not working. The unit was not on a patient at the time of involvement. The unit alarmed but the customer has not stated what alarms were present. Carefusion has attempted to gather this information but has not yet received a response.